Event description:
Customer alleged that approximately two years ago a nurse injured themselves due to the brakes being difficult to engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
Customer alleged that approximately two years ago a nurse injured themselves due to the brakes being difficult to engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that a nurse injured her knee; however, did not require medical intervention. A specific cause as to why the pedals were difficult to engage is unknown due to the unknown serial number of the unit, as it was unable to be inspected. However, based on a review of previous similar complaints, a possible cause for the pedals being difficult to engage is due to the customer not being used to the force required to use the pedals in comparison with other similar products. In regards to the injury, there is a potential that outside factors or a preexisting condition may have caused or contributed to the alleged injury event. The issue was resolved for the customer by retraining the customer on proper brake engagement procedures.